Event description:
I had a tubal ligation after my second child. I was never notified they would be using the filshie clips. Ever since I had the clips, I've experienced the most debilitating pain, mood swings, heavy and long periods, hot flashes, night sweats, weight gain, loss of libido, depression and anxiety. I feel pre menopausal, and I'm only (B)(6) . I was (B)(6) when I had the surgery. Shortly after recovery, I began having shooting pains in my right side that went all the way down my leg. My periods are heavy with lots of blood clots. Changing a tampon every 30 minutes or so. When I start my cycle, I can't move. Nothing touches the pain from ibuprofen to loratabs. I've seen numerous specialists and ob's. They only tell me it's endometriosis, which doesn't run in my family at all. I've had inner ultrasounds showing nothing. I know for a fact these clips are the culprit to my debilitating pain, mood swings, lack of sex drive, weight gain, etc. As a female in her early 20's, it's heartbreaking being told the only way to fix it is a full hysterectomy. If I had the money to do a reversal, or options at all for a doctor to perform the surgery in the okc metro, I would've done it the minute these problems started. I'm now 5 years in the tubal, and things only get worse. I have the hot flashes and mood swings of a woman in menopause. I haven't felt like myself since I had the tubal ligation. What makes it all worse, is the reversal isn't covered on medical insurance, even though it is a huge medical problem that has crippled my life. I have no option but to bear through the pain and depression and hope one day I can acquire the funds needed for a reversal. Not because I want to have more children, but because I want to be me again. I'm not even 30, and I'm living the life of a (B)(6) woman in full menopause.